Event description:
When surgeon went to use device at the start of the surgery, the hand trigger was frozen and the handpiece did not appear to work. There was no harm to the patient and only a minimal delay in the surgery (lap assisted colectomy). A new harmonic device was opened and used successfully. This has been a recurring problem at our facility. Manufacturer response for surgical vessel sealing device, harmonic ace&#60151; shears (per site reporter): pending reply from rep.